Manufacturer narrative:
(B)(4). Concomitant medical products- ng trab met lps monobl tib sz 4 e/f,10mm item# 00-5886-064-10 lot# 63704833. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a left tka and subsequently complains of pain, instability, altered gait, and aspiration (results pending). There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified no intra-operative complication during the surgery. Six-week study notes found that the patient experiencing severe pain, moderate instability and difficulty in walking and day to day activities. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Per package insert persona the personalized knee system: the pain, swelling, and instability are known adverse effects of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.